Manufacturer narrative:
H3: product analysis:evaluation of the device determined that distal bearings are detached. The likely cause of failure is identified as worn bearings. It was also noted that tube is worn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
There was no alleged issue at the time of intake. However, the product was returned for evaluation. Evaluation of the device determined there was a bearing detachment. It was reported that there is no patient or staff impact.